Event description:
It was reported that during the use of the product, the pilot balloon was found detached from the pilot balloon. No patient injury reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because it is not a batch related problem. A product sample was received for evaluation. Visual inspection found the inflation line was detached from pilot balloon. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.